Event description:
Report received that a patient had a sudden increase in seizures. The device was said to be dead starting a few months prior to this increase in seizures. At the time, the patient elected to not obtain a replacement because she was seizure-free and had experienced swallowing and speech issues with vns. After the seizures returned, she was referred for a replacement. An internal battery life calculator supported the end-of-service condition. Clinic notes were later obtained that included office visits from six to eight months prior to the increase in seizures. These notes showed that the device was able to be interrogated. The device was found to be on. There were notes from both visits indicating that the device diagnostics were abnormal with the battery at end of service. The generator was later replaced and stated to be done prophylactically. Follow-up determined that the device was at near-end-of service and had not been pulse disabled. The impedance was found to be normal prior to the replacement. Further information was received that the physician stated that the diagnostics were abnormal due to the battery reaching end of service. It was also reported that a possible cause of the increase in seizures was the patient being non-compliant with her medications. The replaced generator was reportedly discarded. No additional relevant information has been obtained to date.